Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the ostium of the diagonal branch. The target lesion was reported to be moderately tortuous, moderately calcified with 95% stenosis. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues.the lesion was pre-dilated. During the procedure, the device did pass through a previously deployed stent, resistance was encountered but no excessive force was used during delivery. It was reported that the stent dislodged during advancement of the device and prior to implantation. The inflation device remained on neutral pressure during delivery of the device. The patient was viewed under fluoroscopy but the stent could not be located. The patient is reported as good

Manufacturer narrative:
Additional information: the physician's opinion is that the stent fell the delivery system before entering the patient's body. The delivery system had not been delivered to the target lesion. The physician's opinion is that the stent fell the delivery system before entering the patient's body. The procedure was completed with another mdt stent. If information is provided in the future, a supplemental report will be issued.